Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The long bipolar grasper instrument was analyzed and found to have damaged conductor wire insulation at the yaw pulley. There was no fragmentation of the insulation, and the internal conductor wires were exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument passed the electrical continuity test. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The complaint regarding a frayed cable was confirmed by failure analysis.

Event description:
It was reported that the long bipolar grasper instrument had a frayed cable. The customer reported event has no report of patient injury. The reoccurrence of the alleged failure mode would not cause nor contribute to an adverse event or serious injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it is unknown if there was arcing during the procedure. There was no injury to the patient.